Manufacturer narrative:
Patient information, with the exception of patient gender, was unavailable from the site. A medtronic representative visited the site and was able to reproduce the issue. The representative then reseated the umbilical cable connecting the two units of the system and the issue resolved. Finally, the representative performed an imaging system check-out, all areas passed. This event was identified during a retrospective review as discussed with the FDA new (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a reported issues with an o-arm during a spinal fusion procedure, the site completed 2d images without issue. Then they completed a 3d spin and the imaging system showed a windows error message "system. Invalid operation exception: the undo operation encountered a context that is different from what was applied in the corresponding set operation." And "failed to get data. Get patient data failed. Timeout expired. The timeout period elapsed prior to completion of the operation or the server is not responding." The site rebooted the imaging system and attempted to push the 3d spin over; it listed as 195 images. The navigation system then received an exam with 4 copies of one slice and 12 copies of another. The site took another spin and received the error message "connected but not ready. 3d mode disabled" prior to transferring exam to navigation system. Within the saved exams list, the recently taken 2d images were not present. The 3d exam did not show. Nav tag on imaging system but was able to be navigated on the navigation system and did not require point merge registration. Issue delayed the l4-s1 tlift surgery for 30 minutes. There was no impact on patient outcome.